Manufacturer narrative:
An event of leaflet prolapse with severe eccentric regurgitation after four years and four months of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances a valve-in-valve was implanted. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Correction: section h11.

Manufacturer narrative:
An event of leaflet prolapse with severe eccentric regurgitation after four months of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances a valve-in-valve was implanted.

Event description:
It was reported that on (B)(6) 2019, a 25mm biocor aortic valve was implanted. Four years and four months later, on (B)(6) 2025, color doppler ultrasound showed one of the leaflets corresponding to the left coronary cusp had developed prolapse with severe eccentric regurgitation. The patient report "there have been chest tightness and discomfort without obvious causes." The peak forward flow velocity across the biocor valve was 2.42m/s with a maximum transvalvular pressure gradient of 23mmhg. The regurgitant jet in the left atrium was approximately 3cm². Subsequently, a 23mm non-abbott valve was implanted within the biocor valve. The patient was reported to be in stable condition.